Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Inadequate storage conditions (excessive light and heat), sterilization and/or expired latex bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. Per the band supplier, if properly stored, bands can maintain its specification properties for five years or longer. The bands should be stored in containers, which are sealed from airflow and light. In the additional information provided, the user mentioned that the varices were reasonably small in size. As a precaution the instructions for use state: "band ligation may not be effective when applied to small varices." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the varices were small in size, a cook representative has been directed to contact the medical facility involved in an effort to promote future education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician used three (3) cook 6 shooter saeed multi-band ligators. The clinician was ready to band off esophageal varices. The problem occurred with the first band. It was deployed correctly, however the band did not constrict. This occurred on the entire set of bands with the first device. Then the clinician used a second device, and again all of the bands deployed correctly however the bands were not constricting (subject of this report). A third bander was used, and the same thing happened (see related MDR 1037905-2017-00152). The patient did not receive any treatment as the bands did not work and there weren't any other devices to use at the hospital. The patient will need to be re-banded at some stage, it was lucky for the patient as they weren't needing emergency or urgent banding, so the clinician said it should be fine until another device is received.